Manufacturer narrative:
On (B)(6) 2013 it was learned that a second sapien valve was implanted within the first sapien valve. Case summary for second tavr: by CT and angiography, the original prosthesis looked to be seated very aortic in relation to the annulus and possible supra-annular. The inter-operative gradient was 80mmhg. The second sapien valve was positioned with one stent cell positioned below the existing prosthesis and deployed in that place. There was no inter-valvular leak and no significant change in the pre-existing pvl. The delivery system and sheath were removed and the aorta and chest were closed by the surgeons. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapsed impeding prosthetic leaflet motion. In this case, per the medical records, the leaflets of the non-coronary and right coronary cusps were noted to be calcified and severely motion restricted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had an underlying history of calcified aortic stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners 1 clinical trial, four years post implantation of a sapien valve, (tavr) aortic stenosis was noted at the patient¿s mandated follow-up visit. After the initial report, the medical records pertaining to the event were obtained. A tte report revealed preserved left ventricle function but a significant increase in the gradient across the sapien valve, from 28mmhg at the prior study to 50-70 mmhg currently. The sapien valve was noted to be well-seated, there was mild aortic regurgitation from a small paravalvular leak (pvl), and moderate aortic regurgitation from a valvular leak between the cusps that correspond to the native left and right coronary cusps. The leaflets of the non-coronary and right coronary cusps were calcified and severely motion restricted. A preoperative evaluation for a possible second tavr procedure is indicated in the medical records; however, at this time there is no report of an additional procedure being performed.